Event description:
It was reported that, this right atrial (ra) lead exhibited muscle noise oversensing. The right ventricular (rv) lead also exhibited noisy signals from muscle. A spring contact was suspected due to the impedance trend. No out of range measurements were exhibited. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).